Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00884 to provide additional information based on the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on august 22, 2017. Omsc confirmed that the ptfe pad of the subject device was partially torn, but not peeled. Both the probe and the non-insulated part had contact marks. There was no abnormality occurred when the operator performed probe check. The device history record for the lot indicated no abnormality with the event-related items. There was no malfunction which caused or might cause the fragment to fall inside the patient. Therefore omsc are retracting this MDR.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During a nephrectomy, the subject device was used. The subject device did not work at one hour after start of use. The error message occurred that a metallic object was held in the grasping section. The grasping section was cleaned, but the error occurred again. The ptfe pad of subject device was peeled. The procedure was completed with a spare device of the same model. There was no patient injury reported.